Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation showed clear evidence of motion during the active analysis. There is a large amount of low frequency artifact during the first three seconds of this analysis sample. There is additional evidence in the CPR bar and CPR waveform graphs of motion during the analysis. The result of the shock advised determination is due to ECG signal being corrupted during the analysis period. It is stated in the operator's manual "do not touch the patient during the analysis of the ECG rhythm". Based on our review of the data we have concluded that the analysis program results were correct for the specific analysis in question and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.